Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 140 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported the customer experienced resistance while filling a cartridge. The customer changed the needle and successfully filled the cartridge. The customer¿s blood glucose level was 195 mg/dl.